Event description:
It was reported that a patient was in ¿really, really bad shape incredibly quickly.¿ the reporter stated that the patient had an appointment with his neurologist and it was found that the patient had turned off his neurostimulator. It was reported that the patient was ¿totally non-functional without it¿ and within 15 minutes of turning it back on ¿he was back.¿ it was noted that the patient was living in ¿skilled nursing¿ and they took the patient programmer away from him.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v439914, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v420227, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (b)(64 )2010, product type: extension. Roduct ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).